Event description:
It was reported that after a left rotator cuff repair on (B)(6) 2012, patient had on (B)(6) 2012 insomnia and left shoulder pain. On (B)(6) 2013, patient had left shoulder pain while exercising and stiffness, for this patient was treated with medication and physical therapy. On (B)(6) 2013, patient had a left shoulder capsulitis with pain and decreased of range of movement, for these events patient was treated with manipulation under anesthesia and debridement. Patient outcome is recovered.

Manufacturer narrative:
Proper part number and lot number were not provided. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were limited without product to evaluate. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited. At this time, there is no objective evidence to suggest a direct link between inflammation and product used during the procedure.

Event description:
It was reported that after a left rotator cuff repair on (B)(6) 2012, the patient had on (B)(6) 2012 insomnia and left shoulder pain. On (B)(6) 2013, the patient had left shoulder pain while exercising and stiffness. The patient was treated with medication and physical therapy. On (B)(6) 2012, the patient had left shoulder capsulitis with pain and decreased of range of movement on (B)(6) 2013. The patient was treated with manipulation under anesthesia and debridement. Patient outcome is recovered.